Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the ER due to vt. The episode of vt was interpreted as svt. The device failed to deliver therapy. The device could not be reprogrammed as the patient was in an episode. External defibrillator was used. The device remains implanted.